Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated in (B)(6) 2014 and (B)(6) 2016 with coolsculpting to the abdomen and developed paradoxical hyperplasia (ph). In (B)(6) 2014 the patient reported concerns that the treated areas had grown bigger. In (B)(6) 2018, the patient received liposuction to correct the condition. No additional information from the practice or the patient has been provided.